Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2017. Concomitant medical products: vanguard posterior stabilized femoral, cat#: 184514, lot#: unknown. Regenerex 3-peg patella, cat#: 141355, lot#: unknown. Vanguard posterior stabilized tibial bearing, cat#: 183660, lot#: unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is suffering from pain in tibia, eight months after initial implantation of products. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under biomet (B)(4).